Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent a double prosthetic repair procedure for complex, lateral or midline, incisional hernia repair on unknown date and mesh was implanted using an onlay technique over the first mesh repair. It was possible that during the procedure, lateral or large medial defects were repaired without needing to approach the intra-abdominal cavity. Following the procedure, the patient possibly experienced recurrence confirmed by examination and CT, hematoma for which surgical intervention required, seroma, for which percutaneous aspiration/drainage was needed, and skin edge necrosis for which surgical intervention/debridement was required. It was also reported that the patient possibly experienced wound infection as redness, discharge of pus and a positive bacterial culture. The wound infection was controlled with dressings and antibiotics. The patient possibly experienced an acute pain in the first three months and chronic pain for more than three months, which disappeared in less than a year from surgery. It was possible that the patient was admitted during the follow-up period for intestinal sub-occlusion, which was resolved without surgery. It was not necessary to remove the mesh. Additional information has been requested.